Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and breast mass.

Event description:
Patient reported "I am inquiring about the recall" and "recently they have found some lumps at the bottom of my breasts. I only had the scan yesterday, what they are more concerned about is that the right one has ruptured" and "they are still looking at the scans to confirm. That's from what the radiologist said after they had looked at my scans". Patient provided ultrasound which noted ¿there are at least two cysts in the right breast. The largest cyst in the right breast measures 6.5x5x3mm at 12 o'clock, 1cm from the nipple. The second cyst is a well-defined hypoechoic cystic lesion measuring 5x1.4mm within the right breast at 12 o'clock, 1cm from the nipple. There is evidence of increased echogenicity with posterior dirty shadowing in keeping with a snowstorm appearance within the right breast prosthesis. Heterogeneous aggregates of low echogenicity are noted within the right prosthesis. Impression and recommendations: the appearances are in keeping with a simple breast cysts on the right at 12 o'clock. There are features indicative of a right intra-capsular prosthesis rupture." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, h4, g2.

Event description:
Patient inquired about the recall and reported "found some lumps at the bottom of my breasts" and "right one has ruptured". Ultrasound and MRI have been performed to diagnose right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6b., h.6.

Event description:
Patient inquired about the recall and reported "found some lumps at the bottom of my breasts" and "right one has ruptured". Ultrasound and MRI have been performed to diagnose right side rupture. This record is for the right side. The device was explanted and replaced with a non-abbvie device. The device return status is unknown.